Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the aic issue was most likely a defective impellatronics board, that resulted in misread gauge factors and snr threshold during pump eeprom read. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. It was reported that the automated impella controller (aic) could not be switched off. Despite the fact that the white connector cable is disconnected from the aic, the display shows the message that the aic cannot be switched off because the connector cable is connected. This issue was discovered after the removal of the device. No report of patient harm or injury.